Event description:
The customer reported a shock equipment malfunction message. The issue occurred during testing and therefore there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was sent to philips for evaluation. The issue of shock equipment malfunction during the operational test was reproduced. However, during a manual test the device did pass. The therapy pca was replaced to resolve the issue. The device was returned to the customer for use.